Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in tubing defective/damaged it was reported by customer that I wanted to bring to your attention an issue we encountered with one of our 22gx 3/4 bd saf-t-intima catheters, with the safety system and y connector ref#383323 - premier item# 154609, which was used by one of our nursing staff on a patient last week on 11/20. The issue was the extension tubing between the winged hup and the y adapter had a small hole therefore leading to leakage during patient care. I've attached an image for your reference. Additionally, I have the physical sample on hand and can send it safely and properly once the shipping label is received for further inspection. Verbatim: rcc received a complaint via email. Email(s) attached. I wanted to bring to your attention an issue we encountered with one of our 22gx 3/4 bd saf-t-intima catheters, with the safety system and y connector ref#383323 - premier item# 154609, which was used by one of our nursing staff on a patient last week on 11/20. The issue was the extension tubing between the winged hup and the y adapter had a small hole therefore leading to leakage during patient care. I've attached an image for your reference. Additionally, I have the physical sample on hand and can send it safely and properly once the shipping label is received for further inspection. Please let me know if you have any questions or other information is needed. Thank you. Bd saf-t-intima, safety system with y adapter . Bd saf-t-intima . Ref# 383323. Lot# 4145184. Premier item# 154609.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot#4145184, sku is 383323, assembly in suzhou plant1 on 2024.jun.16, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: there are 5 pictures attached and shows the defect feature on extension tubing. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product appearance, no defect detected. Possible cause analysis: based on the reported information, hole is detected on catheter, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacture process has taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test as conclusion: there are 5 pictures attached, and shows the defect feature on extension tubing, it shows a defect feature. We cannot identify the defect is caused at which step, and the retained sample appearance inspection and leakage test is performed, not defect detected, with this we cannot decide the root cause, only analyze possible reason.